Event description:
The technician found a high ground resistance reading during a preventive maintenance check.

Manufacturer narrative:
The technician found the power cord was loose in the bed connection. He re-secured the beds ground straps and replaced the power cord to repair the bed.